Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment along the side, and from the case seal to the bumper. The pump was opened to find moisture on the force sensor plate. The pump files could not be downloaded due to the moisture ingress. The keypad buttons could not be tested due to the moisture ingress.